Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26aug2019. Ts informed the customer that the controller pcb would need to be replaced. Ts also provided the customer a parts letter informing them that the controller pcb is no longer available. Unit is not able to be repaired. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the unit displays a system error "software corrupt" message. The customer reported there was no patient involvement.